Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 208mg/dl. The customer declined troubleshooting with tandem technical support (cts) to verify pump functionality. Insulin deliveries were successfully resumed after the occlusion alarm occurred. Cts advised the customer to avoid abrupt temperature changes to the pump when delivering correction boluses as the customer wears the pump against their skin.